Event description:
It was reported that during a device check in the clinic, noise was observed when the patient moved their shoulders; additionally, there were several recorded at/af (atrial tachycardia/atrial fibrillation) episodes resembling noise. The noise was reproduced on the atrial lead in-clinic. The patient did not have any symptoms due to the atrial lead noise. The clinic will continue to monitor the patient and lead remotely. The patient was stable.